Event description:
It was reported that upon interrogation, the pulse generator exhibited premature battery depletion. The patient was in good condition and the physician elected to continue monitoring the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.